Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the voluntary report received (mw5113297) "depuy synthes summit fracture (hemi arthroplasty system) has a bad design handle for trialing the femoral head part #'s d2055-12-000 and d2055-13-000. The problem is the handle is designed with spring loaded ball bearings that allow blood to be trapped behind it, it cannot be properly cleaned. About 12-13 years ago I asked depuy to make custom handles for our hospital to prevent any chance of a pt. Getting an ssi depuy did make custom handles for 2 of our hospitals. I recently was working in another hospital and found the same old handles with lots of blood stuck behind the ball bearings. I again asked depuy to make more custom handles. The answer I got was "we have thousands of these out there" and "it's too expensive to make for the small amount of volume we get from the hospital" they want to pass off the high cost to the hospital. FDA safety report ID# (B)(4)."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not valid.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.